Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Event description:
Customer reported receiving a reading of 206 mg/dl from his precision xtra meter which was higher when compared to a hcp meter. Customer reported the hcp meter's reading was about 70 points lower in comparison and that was obtained after he ate and half an hour later. Customer also reported "not feeling well" and went to a health care facility where he was treated with an IV and some blood work was performed. There was no report of diagnosis, death or permanent impairment associated with this event.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the date of maunfacture is unknown. The reported date is the date abbott diabetes care bacame aware of the event.